Event description:
An altitude alarm was declared by the pump. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact on the customer's blood glucose level. The customer replaced the cartridge to resolve the issue and received advice from the technical support team to prevent future altitude alarms. The pump resumed normal operation after the customer cleaned the speaker holes as advised.